Event description:
Customer reported the up arrow button on the insulin pump was sticking. Customer's blood glucose was 200 mg/dl. Customer stated the numbers kept ramping on their own and the scroll bar was moving with no input. Customer stated the device was exposed to moisture, he was washing his face and water might have splashed on it. Customer stated the buttons were not responding now. The device alarmed battery out limit. The act button was stuck. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The insulin pump was received with operating currents within specification. No battery out limit alarms noted. The device was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with minor scratches on lcd window. The device was received with cracked case at display window corners, battery tube threads and reservoir tube lip. The device was received with broken belt clip slot. The device was received missing end cap sticker. The device was received with minor scratches on reservoir tube window.